Event description:
It was reported partial rupture of the catheter. Occurred during use. Additional information received (B)(6) 2024 - PICC replaced. About 6-8cm from the proximal part the device gets pierced and starts to leak fluid, resulted in subcutaneous extravasation. Chemo infusing: paclitaxel no other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-00937 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-00559.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported partial rupture of the catheter. Occurred during use. Additional information received 13 february 2024 - PICC replaced. About 6-8cm from the proximal part the device gets pierced and starts to leak fluid, resulted in subcutaneous extravasation. Chemo infusing: paclitaxel no other information was provided.